Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal portion of the maverick 2 balloon catheter. Portion of the hypotube, the midshaft, outer and inner shafts, balloon, markerbands and tip were not returned for analysis. The hypotube was microscopically and visually examined. There were numerous hypotube kinks throughout the returned portion of the device. There was a complete hypotube separation 68.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, while the physician attempted to push the device inside the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, while the physician attempted to push the device inside the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.